Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the roadrunner uniglide hydrophilic wire guide was easily losing the curve at its tip, and its coating was flaking. The device did not make patient contact, and there were no injuries or additional procedures reported.